Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a wire detachment occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The physician advanced the rotawire guide wire and the 1.25mm rotablator rotalink to the lesion and completed two ablations. During removal, the physician noticed that the distal part of the guide wire had detached and approximately 20mm of the guide wire remained in the distal end of the lad. No attempt was made to retrieve the guide wire fragment. The procedure was completed with another rotawire guide wire and a 1.25mm and 1.75mm rotablator rotalink, dilatation with a 2.5x20mm non-bsc balloon and the deployment of a 3.0x24mm non-bsc stent. Patient status is reported as "stable".

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a wire detachment occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The physician advanced the rotawire guide wire and the 1.25mm rotablator rotalink to the lesion and completed two ablations. During removal, the physician noticed that the distal part of the guide wire had detached and approximately 20mm of the guide wire remained in the distal end of the lad. No attempt was made to retrieve the guide wire fragment. The procedure was completed with another rotawire guide wire and a 1.25mm and 1.75mm rotablator rotalink, dilatation with a 2.5x20mm non-bsc balloon and the deployment of a 3.0x24mm non-bsc stent. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: the complaint unit was received connected together. Tug and connect/disconnect tests were performed to examine the integrity of the connection and no issues were noted with the units¿ handshake connector. Microscopic examination of the burr revealed that the burr was flared and misshapen. There were no issues observed with the exposed brass on the plated back half of the burr. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).